Event description:
It was reported that the pump did not alarm, and the bag was still full when the pump was disconnected. Settings were reviewed: continuous infusion rate of 23.2 ml/hour, total reservoir volume of 588 ml, the air detector and upstream sensor had both been turned on, length of infusion had been set for 24 hours, and the lock level was 2. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing establishment name updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.